Event description:
A malfunction on the pump was reported by the customer, who noted that no significant events occurred before the issue. There was no adverse impact on the customer's blood glucose level. After initially contacting support while driving, the customer called back and received assistance from technical support to reset the pump. The malfunction code did not recur following the reset, allowing the customer to continue using the pump with instructions to call back if the issue reappears.